Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the visera pro video system center had an issue with the paddle port which caused color bars to appear sometimes. The issue was found during inspection for use. There was no patient harm or user injury reported.

Event description:
It was also reported that the issue occurred in the procedure room during set-up before use on a patient, and the intended unspecified diagnostic procedure could not be completed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected b5, as information was inadvertently left out of the initial MDR. Additional information was added to the following fields: d8, h6 and h10. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation and the available information, the device was not returned for evaluation; therefore, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.